Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that a software update was required. An additional review of system log files showed that the software had frozen, causing loss of xray imaging. The fse executed fco 72200610 to resolve the issue and restored normal system functionality. After the software upgradation, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.